Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. The closure device was successfully deployed and released without complication. At the end of the case, a small pericardial effusion was seen, not appreciated at baseline. Heparin was reversed with protamine. The effusion was not growing and no hemodynamic changes were noted. The patient was brought to the recovery room and overnight the effusion grew. A pericardial window was performed. The patient is stable and was discharged without further complication four days post procedure.